Event description:
Customer reported that he is upset because the meter is not reading. Customer stated that the meter would not give an exact value it only read hi. He stated that the value is important for him to be able to treat accordingly. Customer was advised that the meter is designed to only read up to a 600 mg/dl value and over that it will just say hi. His blood glucose was over 600 mg/dl. Customer also reported that one day he tried to deliver an insulin bolus and was not able to; he does not recall if there were any alarms. Customer stated that he had issues with 3 infusion sets not staying on. Customer not have the insulin pump with her to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.